Event description:
According to the available information the catheter was inserted in the surgical room but was found in the patient's bed due to a pierced balloon. No adverse patient events were reported.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9634437 with the same defect. Checking the quality databases revealed one corrective and preventive action possibly in relation to the described defect: monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting on folysil catheters is specifically monitored.